Manufacturer narrative:
The serial number of the c501 analyzer is (B)(4). Calibration and controls were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alkaline phosphatase acc. To ifcc gen.2 on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The sample initially resulted in an alp value of 444 u/l. The patient had a previous result of 71 u/l, so the customer decided to repeat the sample. The sample was repeated twice, each time resulting in an alp value of 96 u/l.

Manufacturer narrative:
The field service engineer adjusted the sample probe. Reagent probes were cleaned. The gear pump pressure and cuvette washing were checked; these were acceptable. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.